Manufacturer narrative:
Unit passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit failed to pass the sleep current measurement due to high current. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No power alarm or alerts were found in history file and traces on or near event date. No no delivery alarms were found in history files and traces on or near event date. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage. P-cap was attached and locked into place properly. Cosmetic damage is confirmed at the unspecified area. No delivery alarm is not confirmed. Charge/battery lasts less than expected is not confirmed. And unexpected battery power loss is not confirmed. No current code is confirmed due to receiving unit with high current and it¿s isolated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm, scratches on he screen and insulin pump battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-862a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-862a. Mmt-1884 was requested and customer response was the device will be returned.